Manufacturer narrative:
The device was returned to the factory for eval. It showed no signs of clinical usage. There was evidence of blood. A visual inspection did not identify any non-conformities. The device was viewed under a microscope; there was no evidence of blockage or any damage. The device was inserted into the cannula multiple times without any difficulty. Based upon the eval results, the reported complaint could not be confirmed. A lot history record review could not be performed as the product lot number is unk. (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, they were unable to insert vasoview 7 xb into the harvesting cannula. The leg was opened to complete the procedure, since the hospital did not have a back up kit. The hospital did not report any pt effects.